Manufacturer narrative:
The device was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imaging evaluation revealed tortuosity present in the patients access vessels and calcification present in the patients access vessels. A device history record DHR review, lot history review was not done due to limited information about the lot number. A complaint history review, lot history review, manufacturing mitigation review was not performed as an existing technical summary is applicable to this event. Review of ifutraining material is also captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labelingifu inadequacies were identified. The complaint for failure frame damage was unable to be confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, tortuosity was present in the patients access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Per imagery review, calcification was present in the patients access vessels. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, the valve had a strut protruding when it came out of the e sheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patientprocedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations any place to detect a defect or nonconformance associated with this issue. There are several 1% inprocess inspections visual performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use IFU, device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations from manufacturing and the ifutraining manual as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors calcification, tortuosity and or procedural factors excessive device manipulation, high push force may have contributed to the reported event. An existing technical summary is applicable to this complaint evaluation therefore no preventative or corrective actions CAPA are required. Since no product non conformances or ifutraining deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.

Event description:
As reported, the patient had a somewhat tortuous aorta and the valve had a strut protruding when it came out of the esheath; the valve was getting caught on calcium or anatomy coming out of sheath. The team felt it was not safe to take it around the arch of the aorta so they removed the entire system and then proceeded with another system, which had a successful result.

Manufacturer narrative:
Investigation is ongoing. Device not returned.